Event description:
Dr (B)(6) was doing a triple and he inserted two 4.0 l44 screws with washers and wanted additional compression, so he decided to insert a 4.0 l46 screw (without a washer) and the drilled and inserted the screw by hand and the head of the screw broke off. We looked at the xray and it is possible that the screw was hitting another screw from a uni-cp plate. He redirected the kwires and inserted another 4.0 l46 screw without a problem. These screws were short threaded 4.0 screws.

Manufacturer narrative:
Due to the fact that the broken screw was not returned to the manufacturer, no serious investigation could be performed with regard to the type of breakage. The device history records has been checked and also the raw material documentation (3.1 certificate and metallographic examination) showed no deviation from the specification.